Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing. No intervention was performed. Patient condition was unknown.